Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a large, recurrent incisional hernia repair surgery on (B)(6)2013 and mesh was implanted. A previously placed mesh was removed due to bilateral component separation. On (B)(6)2014, the patient underwent surgery to attempt repair of a recurrent, incarcerated, incisional hernia, with removal of old mesh. The old previously placed mesh had become disrupted and was retracted to one side, and was subsequently resected and removed. On (B)(6)2014, the patient underwent another surgery to repair a recurrent incisional hernia. The old mesh was resected from the abdominal wall and explanted, and the patient was then implanted with another mesh to cover the defect. The procedure revealed failure of her previously placed mesh and resulted in an extremely difficult and lengthy procedure due to multiple adhesions and multiple prior abdominal operations. On (B)(6)2015, the patient underwent another surgery to repair recurrent, symptomatic, incisional hernia. The procedure revealed the old mesh, implanted in (B)(6)2014, was adherent to the abdominal wall and to the fascia. It was elected not to attempt to remove it because of risk of further bleeding and injury to the underlying bowel. On (B)(6)2016, the patient underwent another surgery to repair a recurrent ventral hernia. Due to the dense adhesions of the bowel to the previously placed mesh, dissection took over three hours in order to mobilize the bowel completely free from the mesh. The patient continues to have pain. No additional information was provided.